Event description:
Thermachoice ii uterine balloon had beginning pressure of 161. Device was overpressurized and defective. No injury to pt.

Event description:
Add'l info rec'd from MFR 4/10/01: multiple attempts have been made to obtain the actual device as well as add'l details associated with the event. The reporting facility has not made the device available to MFR and has advised MFR that they have no further info about this event. Therefore, no conclusions related to the event can be drawn at this time. A review of the batch history indicates that the lot this device was a part of met all release criteria. There is no indication of a process event which relates to the nature of the complaint.